Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated rv lead revision procedure on (B)(6) 2016, the patient suffered a hematoma. The next morning the patient was swollen. The physician performed another procedure to evacuate the hematoma, cauterized a few bleeding vessels that was successful. The patient was released from the hospital on in satisfactory condition.